Manufacturer narrative:
The device sp 14 003 has been inspected for investigation purpose. The tests performed confirmed that the device was functional and the observed failure could not be reproduced. The internal complaint reference is the following: (B)(4).

Event description:
It has been reported that during a surgery, a software failure has been detected. In the display screen, the instrument position was not matching with the planned trajectory. However, it was confirmed that the instrument was physically at the correct trajectory so the display was not correct. No patient impact has been reported.